Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - (B)(6) 2020. Implanted date - (B)(6) 2020. Explanted date - the device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # 0300060000-2020-8011. The event description states: "after device deployment, collagen was sticking out of incision site. A loose piece of collagen was removed along with a short piece of suture, which looked like a knot that had come undone. Right femoral angiogram. Additional information was received on 19may2020. There was no harm to the patient.